Manufacturer narrative:
H11: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that when opening the inner package of a lgn xlpe dished isrt sz 3-4 9mm there was a puncture, it was determined that the issue does not meet the criteria to be reportable, since this device has a double sterile barrier and only one had a problem, so the sterility of the device was not breached. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device was returned in the original packaging. A small portion of the package seal was open on one side. This inspection was conducted by the naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. However, a review made by the quality engineering team revealed that there is systematic process controls of packaging dyes and equipment maintained. This is considered a one-off failures for distributed products. The overall risk was assessed, and the overall risk is ranked low. Due to low risk, no further actions will be conducted at this time. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, both the inner and outer pouch should be sealed correctly before closing the locking end of the carton, at this time, we have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during set up or inspection for a tka, when opening the inner package of a lgn xlpe dished isrt sz 3-4 9mm the was a puncture. The procedure was performed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.